Manufacturer narrative:
The actual device was returned for evaluation. The motor device was evaluated and the reported condition that the motor device could not lock in the attachment device was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the red indicator o-ring was missing, the device housing pins were recessed far beyond what the manufacturing tool would allow, the pins were visibly loose, the vanes were worn, and the device did not meet minimum speed requirements. It was further determined that the device failed pretest muffler tube verification assessment, and rotational speed assessment. The assignable root cause of these conditions were determined to be traced to maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly. UDI: (B)(4).

Event description:
It was reported that the motor device could not lock in the attachment device. It was reported that the pin would not go in. During in-house engineering evaluation it was observed that the device failed rotational speed assessment. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.